Event description:
It was reported that the patient is a member of a class action lawsuit alleging a hip system was unreasonably dangerous due to metal wear with resultant injuries, such as metal-related pathologies. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. D10: biomet part number 11-104112, mlry-hd por fmrl 12x165mm, lot number 935920. Biomet part number 139254, m2a-magnum 42-50mm tpr insrt-3, lot number 765450. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.